Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available indicated that the device was confirmed to be in good condition prior to use and the device was prepared as per the dfu(direction for use). Based on the information currently available the exact cause for the reported balloon difficult to inflate and balloon leaked cannot be determined. The subject device is not available.

Event description:
During the procedure, it was reported that the balloon shrank continuously and leak was observed on the balloon. No clinical consequences reported to the patient.

Manufacturer narrative:
The following sections have been updated based on the receipt of the subject device. Product available to stryker. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed the balloon was not leaked and there was no other defect which could have contributed to the leak. Therefore the reported balloon leaked was not confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
During the procedure, it was reported that the balloon shrank continuously and leak was observed on the balloon. No clinical consequences reported to the patient.